Manufacturer narrative:
Unit received with broken battery tube threads, cracked end cap, cracked case at display window corners, cracked reservoir tube and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the battery compartment was cracked and customer was afraid for it to get bigger. Customer's blood glucose was 10.4 mmol/l. Insulin pump would need to be replaced.